Event description:
It was reported that a patient underwent scoliosis operation. During the operation, doctor found the cable had broken. The doctor explanted the cable and implanted a new one with no further complications. There were no patient complications.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: the two cables were returned in six pieces. All of the cuts except one appear to have been made by a cutting tool like surgical pliers during the removal of the cable. These cuts are straight and completely through the cable with no sign of stress overload. The cut that appears to be the actual failure so that part of the cable appears to have been cut from rubbing against another object then the remaining cable was overloaded. The overload area is noted by the frayed individual strands and the unequal lengths of the cable strands. This appears to be a multimode failure. The initial brake appears to be from the cutting of the cable followed by overload.